Event description:
Caller reported that a malfunction occurred on pump, but no notable events were prior to this. There was no adverse impact to customer's blood glucose level. Cts assisted caller with resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which caller acknowledged and understood.